Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication flowed out from the filling port on a large volume infusor when the cap was not capped on the device. This was observed after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: no leakage was identified when the device was filled with 200ml of saline. The leak was identified when pumping the medication, after saline was in. The device contained 245ml to 248ml of unspecified medication in the bladder. The lot was manufactured from june 27, 2019 - june 28, 2019. The actual device was not available; however, a video of the sample was provided for evaluation. A visual inspection of the video was performed which showed evidence of backflow/leak at the fill port of the device. The reported condition was verified. The exact cause of the condition could not be determined, however the most probable root cause is supplier related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.